Event description:
Cotton was pulling apart, retained [foreign body in reproductive tract]. Cotton on tampon is loose [device breakage]. Removed tampon, cotton was pulling apart, retained [complication of device removal]. Consumer reported via e-mail that tampon cotton broke and shredded off during removal. No serious injury reported.

Event description:
Cotton was pulling apart, retained [foreign body in reproductive tract]. Cotton on tampon is loose [device breakage]. Removed tampon, cotton was pulling apart, retained [complication of device removal]. Consumer reported via e-mail that tampon cotton broke and shredded off during removal. No serious injury reported.